Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient and his wife called because on (B)(6) 2016 his readings were first high and then extremely low. Patient advised that he felt the cause of the high and low blood glucose readings was that his pump was faulty. Paramedics were called by the patient's wife due to his delirious state. When paramedics arrived, they tested him and treated him. The wife did not know at what time they tested him, but she knows they told her that his readings were in the 40¿s mg/dl range (she does not know the exact reading). She also did not know what treatment they provided. The paramedics then put him on a stretcher and transported him to the emergency room. Wife knows that the patient's blood sugar was tested and treatment was provided to him in the emergency room, but she doesn't know what his reading was or what treatment was provided. The customer was admitted to the hospital around 2:30 pm and was placed in the ICU, intensive care unit. The wife and the patient could not recall any other details about his hospital stay. He was released around 7-8 pm the same day to go home. A request was made for the return of the device.